Event description:
It was reported that the insulin pump alarmed button error and could not be cleared. Customer removed the battery for 30 minutes and the alarm returned. Blood glucose value is 163 mg/dl. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had unresponsive buttons due to a flattened button dome switch. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.